Event description:
This lv lead was implanted in (B)(6) 2017 and was explanted on (B)(6) 2017. A clinical report received on (B)(6) 2017 stated that on (B)(6) 2017, the left ventricular lead was displaced. There was no stimulation. The physician was dr. (B)(6) at (B)(6) in (B)(6). No other information available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).